Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was over 600 mg/dl, which was treated with manual injection. Upon troubleshooting, it was found that the display did return; however the device failed the motor displacement test, and the display went blank again. The customer stated that she was unsure whether the device hit the ground went it slipped out from her sports bra prior to the event. Advised replacement of the insulin pump. Nothing further reported.